Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a non-invasive programmed stimulation (nips) procedure performed along with a manual cardioversion. It was suspected that the wavelet was withholding detection inappropriately. The patient's arrhythmia accelerated to ventricular fibrillation (vf) with detection suspended. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.